Event description:
It was reported approx twenty-six months post-implant of a bifurcated device and a suprarenal aortic extension, a type iii endoleak was identified between suprarenal extension and bifurcated device. Reportedly, the pt had been lost to f/u until recently. The physician believes the suprarenal aortic extension buckled at the overlap with the bifurcated graft and led to a type iii endoleak. The pt was treated with a competitor's auto-unigraft and femoral to femoral bypass procedure was performed to complete the procedure. It was reported that the pt tolerated the procedure well.

Manufacturer narrative:
Actual device was not returned hence no device evaluation was performed. However, medical records and procedural images were provided and were reviewed by medical director. Based on review of the procedural images, there were no structural problems with the device and no systemic contributing illnesses. The endoleak was most likely the consequence of aortic remodeling over period of time. Review of lot records, work orders, and prior reports no issues with the lot were noted. Based upon the investigation findings, the root cause of the reported endoleak could not be conclusively determined; however, aortic remodeling over period of time is a possible factor. Endoleaks are a known risk of the procedure, as identified in the product labeling.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional info becomes available.